Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 500 mg/dl. The customer stated that they had been having problems with their blood glucose reading being high and low. They stated that the infusion set had been inserted in their right arm and they were not sure if they were doing it correctly. The customer's blood glucose at the time of the phone call was 440 mg/dl, which was treated with the insulin pump. Troubleshooting was performed and there were air bubbles found in the reservoir. There were low reservoir and bad battery alerts in the alarm history of the device. The infusion set was removed from the customer's body and the cannula was bent. The customer state that they wear the infusion sets for 3-4 days, which they were advised against. The customer stated that when they had the low blood glucose episode, they treated with food. The drive support cap of the insulin pump was recessed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.